Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed; a partial fiber break was approximately 1.25 inches from the strain relief. Examination of the device showed the connector had no visual defects. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: "if any damage is observed such as breaks, kinks or damaged components, do not use the fiber". In the device handling section on page 3, the IFU states "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual)." The intraoperative instructions section on page 4, states "be careful to not use too much force, as this can damage the fiber or laser system connector." Additionally, the laser safety considerations section on page 1, warns: "damaged or improper use of the laser fiber in an incorrect manner may led to: severe eye or tissue injury. Fire in the treatment area. Unintended exposure to the patient or medical staff to laser radiation". This section also states: "failure of the structural integrity of the device or the failure of the device may led to treatment room personnel or patient injury, and/or fire in the treatment room." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use fiber had some broken fibers. The issue was found during a therapeutic cysto left ureteroscopy laser lithotripsy. The procedure was completed with a similar device with no procedural delay. There were no reports of patient harm.